Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: the investigation into the event concludes that there was no device malfunction that would lead to an inappropriate treatment event. Electrode belt (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to the high-voltage capacitor c19 on the defibrillator pca. Both pads of the c19 capacitor were pulled from the board, causing the failure. The root cause for the pulled pads could not be positively identified. Additionally, the monitor's sd card was unseated in the field, which led to the loss of the patient's ecgs. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of one shock. The patient was reportedly conscious and at home at the time of the event. The patient's ecgs are not available for review. The appropriateness of this treatment event is not known. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient did not seek medical attention after the event. There was no death or serious injury associated with the defibrillation event.